Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the pins on the patient connector were damaged but functional and it was noted that the patient connector needed to be replaced. The device was being sent on for repair and restock. (B)(4).

Event description:
The programmer, radiofrequency programmer head and software analyzer were returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.